Manufacturer narrative:
Collecting information is ongoing. Additional information will provided upon investigation conclusion.

Manufacturer narrative:
The arjo representative became aware of the event with the involvement of maxi move passive floor lift. It was reported that when the patient was being prepared for transfer from the bed, unintended movement of the device occurred. Following the complaint description, when the caregiver positioned the device spreader bar over the patient and started to attach the sling to the device. The device lifting arm lowered unintendedly (about 150 mm) on the patient's abdomen and hip area. There was no injury reported. After the event, the arjo service technician evaluated the device. The functional test showed that the device had a "well worn" parts. The limit switch bracket and jib cabling showed sign of wear. The anti- crush feature (intended to stop the motor and all downward movement in case when the lift will be lowered on the obstruction) was working properly during the inspection. Despite the effort made and test performed, arjo technician could not replicate the malfunction reported by the customer. Based on our knowledge and product design, the lifting arm could lower unintendedly, (without any command), when the anti crush function was not activated when the spreader bar was lowered onto the obstruction, and the "down' function (activated on the device handset or control panel) was still being pressed. This situation can create slack on the lift straps and if any obstruction or the lift itself is pulled away, the lifting arm will drop but only to length of the strap that was unwind during activation of "down' function. However this scenario was not confirmed by the customer. In light of this, the exact cause was impossible to be defined. In summary, the device was being prepared for resident transfer and played a role in the event. The root cause was impossible to define despite the analysis of all collected information. During the incident, the device was reported by the customer to lower in an uncontrolled way. From that perspective, the device did not meet its performance specification. Complaint decided to be reportable as the presented complaint was associated with an unintended movement of the device (what caused that spreader bar fall on the patient), which could pose resident at hazardous situation upon malfunction recurrence.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon investigation conclusion.

Event description:
It was reported to arjo representative that during initial phase of transfer caregivers positioned the sling under the patient, the lift was positioned under the bed and spreader bar over the client. The spreader has been lowered to attach the sling clip on the spreader bar. As the caregivers were reaching for the clips on the sling the spreader bar (pdps) dropped with it's full weigh about 6 inches right onto the clients abdomen/hip area. They used the remote to raise the lift/spreader bar, up off the client and checked him for injuries.